Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. MDR was submitted in accordance with activities related to CAPA#734075. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study ID: (B)(6). It was reported that left c4 screw pulled out during rod placement and intra-operative blood loss occurred. There were no further complications reported regarding the event. Onset date 2025-03-20. Interventions: blood transfusion. Outcome status is recovered/resolved. Site related assessment: not related to study device, possible related to procedure.